Manufacturer narrative:
The investigation for the reported stroke/cva and renal failure has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the stroke/cva and renal failure was unable to be determined as insufficient clinical details were provided. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ additional information was provided in sections b5 and h6 for acute kidney injury. This report is being filed as part of a retrospective review of historical records.

Event description:
It was additionally reported on that the patient had an acute kidney injury. It is unknown if the use of impella was related to the acute kidney injury. No information was provided if any treatment was performed for the acute kidney injury.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient was suspected of having a middle cerebral artery ischemic stroke. An electroencephalogram was performed which identified moderate cerebral dysfunction with no epileptiform discharges detected. A repeat brain scan was performed that noted an embolic stroke. It is unclear how hemostasis was achieved. Weaning was successful, the device was explanted.